Event description:
It was reported that the right ventricular (rv) lead showed auto capture threshold measurements above range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 8709 catheter, implanted 2004-(B)(6), 8637-40 neuro pump, implanted 2009-(B)(6). (B)(4).